Event description:
It was reported that the cordless driver 3 was leaking a greasy like substance during a procedure. It is not known if any of the fluid went into the surgical site. A readily available alternate drill was used to complete the procedure.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted when the device is received and evaluated. (B)(4): no yet received for evaluation.

Event description:
It was reported that the cordless driver 3 was leaking a greasy like substance during a procedure. It is not known if any of the fluid went into the surgical site. A readily available alternate drill was used to complete the procedure.

Manufacturer narrative:
The alleged failure of leaking could not be duplicated. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventative maintenance, and returned to the user facility.